Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. There was too much thermal paste on the bulb and after that was cleaned, the bulb functioned properly. Additionally, minor chipping around the scope socket was noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source lamp burned out at 300 hours. It was replaced and the new one went to the spare lamp. The issue was found during a diagnostic procedure (colonoscopy). The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.